Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii. Device remains implanted. Healthcare professional reported treatment with "singulair® 10mg."

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported "hole, non-specific" noted as an observation made during surgery, captured as rupture. Physician stated via op report "it was ruptured, but the silicone had remained intracapsular". A capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold and stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade iii. Healthcare professional further reported treatment with "singulair® 10mg." Physician observed a "hole, non-specific" during surgery, captured as rupture. Physician stated via op report "it was ruptured, but the silicone had remained intracapsular". A capsulectomy was performed. The device has been explanted.